Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the c6 ophthalmic artery segment with a max d iameter of 13.2 mm and a 7.8 mm neck diameter. The landing zone was 3.87 mm distally and 4.34 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level reached the standard. The angiographic result post procedure showed smooth blood flow. It was reported that after at least 10 attempts to retrieve and deploy the pipeline within the blood vessel, the distal end of the stent did not open. Therefore, a new dense mesh stent was used as a replacement to complete the surgery. The pipeline was not positioned in a bend, more than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or devices were required to open the pipeline. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. No patient symptoms or complications were associated with this event. Ancillary devices include another dense mesh stent.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex device was returned within a shipping box and a plastic bio-pouch. Visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pipeline flex pusher re -sheathing pad, sleeves, and tip coil were found to be in good condition. The pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends of the braid could not be identified. Both ends of the pipeline flex braid were found open and damaged (frayed). Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as both ends of the pipeline flex braid were found open. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. As the braid was not deployed in a bend and the patient's vessel tortuosity was moderate, it is likely that the damage found with the braid contributed to the failure to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.